Event description:
It was reported that patient experienced that patient's pacemaker is migrated. It was also noted that patient experienced discomfort. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.